Manufacturer narrative:
The device was returned for analysis. The reported stretched coils were confirmed. The reported material separation was also confirmed. The noted corrosion on the solder is likely contributed to the return of the device as they are prepped with water and other similar fluids. The stretched shaping ribbon additional damages to the coils and core are consistent with use during the procedure. As such the stretched teflon can be contributed to removal of the wire from the calcified anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported difficulties are likely contributed to case circumstances. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling of the guide wire during the procedure through the challenging anatomy, the guide wire stretched and separated. The noted coil damage likely occurred during retraction. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending artery. A hi-torque 014 balance middleweight hydro guide wire was used for the procedure. During removal it was noted that the coils became stretched during the procedure. No resistance noted during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted the shaping ribbon was separated and the site confirmed the separation occurred during the procedure.